Event description:
A complaint was received from the family member of a diabetic. They reported that the patient was hospitalized in a diabetic coma. At the hospital a blood glucose comparison was conducted. The elite system gave a result of 294 mg/dl while the hospital's system gave a reading of 166 mg/dl (method and time difference between readings is unknown). While on the phone a request for additional information was attempted. However, the only information that could be obtained was that the reagent strips expire 11/03. The customer agreed to send the entire system in for evaluation. In the meantime a replacement system was provided.